Manufacturer narrative:
During further evaluation, it was determined that the air intake was our of order on the device. Furthermore, it was determined that the modeswitch and soft switch were defective and the resistance was too low on the device. It was further determined that the device failed following inspection criteria during pretest : check the power with test bench: min. 110 to 160 w, check function of soft mode switch (safety system), check for air leak, and check attachment coupling with attachments. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device motor power was too low and lacked power. The device also failed pretest for check starting behavior, check the power with test bench: min. 110 to 160 w, check for excessive noise, check for untrue running, check triggers for fwd / rev mode, check function of soft mode switch (safety system), check for air leak, check air hose coupling, check reverse locking mechanism, check attachment coupling with attachments, check cannulation, check the attachment coupling, marking & labeling, general condition, check status of development. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that the compact air drive device vibrated and the ring would rotate and go on in the off position. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.